Event description:
A technologist punctured (through her gloves) the palm of her hand while she was performing daily maintainance of the cobas ampliprep reagent tip. Specifically, the technologist was wiping the cobas ampliprep reagent tip to clean it prior to use. The customer indicated that the technologist received medical treatment and medicine (specific medical treatment and medicine were not reported). The customer also indicated that the technologist was "fine".

Manufacturer narrative:
No evaluation of the cobas ampliprep instrument was performed as this event was due to an inadvertent cobas ampliprep reagent tip needle stick. There was no report by the customer that this issue was due to a malfunction and/or a design limitation of the cobas ampliprep instrument. Method: a review of the customer reported event was performed. Based on the information provided by the customer, no additional evaluation was performed. The cobas ampliprep instrument reagent tip is utilized to pipette test reagents only; no potentially infectious materials are pipetted by the cobas ampliprep reagent tip (e.g., patient specimens).